Manufacturer narrative:
The product was returned for analysis. Device evaluation is not complete; evaluation is in progress. Pre-repair inspection of the device could not confirm the reported event of overheating. The device was not running when received; pre-repair temperature testing could not be performed.

Event description:
It was reported that during a endoscopic sinus surgery, the user started to use the handpiece and within one minute it was overheating. The handpiece was also making a racing noise while the user started to use it. Due to this issue with the device the procedure was extended for 20 minutes. The procedure was completed with forceps. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation has been completed. Analysis also found deterioration on the motor, shaft, rotate disk and bearing. The deterioration is due to dirt and binding. The motor cable assembly, shaft, rotate disk and bearing were replaced. The device was repaired, tested to all manufacturing product specifications and returned to the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.